Manufacturer narrative:
Details of complaint: the customer reported that a beside monitor (bsm) had spontaneously unmonitored and then moved to another bed tile at the central nurse's station (cns). There were no error messages displayed. They were requesting a review of the device logs. No patient harm was reported. Investigation summary: a root cause could not be determined as the customer was not able to provide the necessary information for a proper investigation of the provided logs. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. Due to the age of the complaint additional information is unlikely to be available. No further issues have been reported for this cns device. The root cause is likely related to use error as it was possible that the bedside was unmonitored due to user input.

Event description:
The customer reported that a beside monitor (bsm) had spontaneously unmonitored and then moved to another bed tile at the central nurse's station (cns). There were no error messages displayed. They were requesting a review of the device logs. No patient harm was reported.

Event description:
The customer has requested to review logs regarding a beside monitor (bsm) being un-monitored and moved to another central nurse's station (cns) bed tile. No error message was displayed on the cns or bedside when this issue occurred.

Manufacturer narrative:
The customer has requested to review logs regarding a beside monitor (bsm) being un-monitored and moved to another central nurse's station (cns) bed tile. No error message was displayed on the cns or bedside when this issue occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that a beside monitor (bsm) had spontaneously unmonitored and then moved to another bed tile at the central nurse's station (cns). There were no error messages displayed. They were requesting a review of the device logs. No patient harm was reported.